Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is for 2 unknown screws with unknown lot numbers. (B)(6). The device history record was not reviewed and no conclusion could be drawn as no lot number was provided. The measurable dimensions of the two broken screws could not be checked for its specifications as there were no lot numbers provided. We have not received any further detailed information of an instant prior of the removal. Therefore, we are not able to determine if the two screw heads actually broke prior or during removal (stated was prior). We can only suppose, as the fracture was healed, that the screws may have broken off during or after the healing process.

Event description:
Two of the heads from the 2.4 mm locking screws were found to be broken prior to when the implant was being removed. The fracture was healed and there was no sign of non-union. This was a standard surgery to go in and remove the plate after a standard time. It was not a revision surgery intervention. This is 1 of 1 report for 2 unknown screws for (B)(4).